Event description:
It was reported that the patient underwent an unspecified spinal procedure with screw implantation. An unknown time post-op, x-rays appeared to show a screw breakage. The patient underwent a revision surgery approximately 2 years post-op to remove the broken screw. No further information is known at this time.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03820 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the patient suffered two distinct burns under two of the four patient return grounding pads. The cancer/lesion was within the body of the kidney, but extended very close to the collecting chamber so the patient had a continual flow of dextrose being infused up his urethra and into his kidney to cool and protect the collecting chamber. The machine was run as per protocol for a 3.5cm coaccess needle. Three cycles of 15 minutes were performed. On the fourth cycle, the electrode was slightly re-positioned and after 10 minutes roll-off occurred. However, when the grounding pads were removed the patient had red inflamed patches under two of the four pads which required dressing. The account further indicated that during the procedure chilled saline bags were placed on top of the grounding pads to dissipate the heat. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the account indicated that the customer was discharged in the usual manner without issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Myocardial infarction (mi), restenosis, and death are known adverse events as listed in the promus instructions for use (IFU). Reportedly, the promus stent was implanted in the saphenous vein graft (svg). The IFU states that safety and effectiveness of the promus stent have not been established for subject populations with lesions located in saphenous vein grafts. Although it is not possible to determine how, if at all, the stenting of the svg may be related to the patient effects, there are no indications of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the promus 4.0 x 28 mm stent was deployed on (B)(6) 2009. This procedure was a successfully percutaneous transluminal coronary intervention (ptci) procedure of a saphenous vein graft (svg), obtuse marginal (om) 1 & om2, which was 90% stenosed. A non-abbott balloon was used for post dilatation. A non-abbott guide wire and filter wire were used and the promus stent was deployed at 8 atmospheres. There were no reported issues at the time of the index procedure. The pt was having knee surgery 17 months after the promus stent was implanted and therefore, plavix was discontinued. The pt continued to take aspirin (162 milligrams). The pt presented to the emergency room with non-st elevated mi (stemi) (sub-endo mi) on (B)(6) 2010. Angiograph was done on (B)(6) 2010 and the stent was confirmed to be totally occluded due to in-stent restenosis (isr). However, the isr was not treated. The pt remained in the hospital for observation and died on (B)(6) 2010. Though requested, no add'l event or pt info is available. (B)(4).

Manufacturer narrative:
(B)(4): incorrect anatomy - (B)(4). The stent remains in the pt. A f/u report will be submitted with all add'l relevant info.